Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 16 mg/dl and 112 mg/dl. Customer obtained the reading of 16 mg/dl and then passed out. Her co-workers called the emts, who obtained a reading of 112 mg/dl on her meter. Her co-workers were able to treat her with honey and peanut butter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.